Manufacturer narrative:
Investigation summary: the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had dislocated hip and was brought to or for open reduction. Stem seemed to not have enough antiversion when relocated and checked for stability. Head was removed, liner removed, set screw removed and proximal body disassociated by provided instrumentation. Trial reduction repeated and stability was significantly improved with more version. Proximal bod reimplanted along with new liner and head. After case, the removal device was badly to be separated although it functioned as expected intraoperatively. It will be returned. No instruments were broken operatively. No surgical delay.